Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced frequent hypoglycemic events, with blood glucose levels more often low than in range after recently starting use of the device. A family member reported that the patient was currently experiencing low blood glucose and inquired about management options beyond increasing the target range as previously suggested. It was explained that the device was still in the learning phase and that a system reset could be considered if deemed appropriate by the patient¿s clinical support team. Blood glucose levels were affected, with the lowest reported value being below 40 mg/dl and levels remaining outside the target range for a couple of hours. The patient treated the low blood glucose with juice. No ketone testing, steroid injections, professional medical intervention, additional assistance, or immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.